Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145478.

Event description:
It was reported that the patient's lead was capped and replaced due to an unspecified issue. The patient's status was unknown.